Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed blank screen when the scope was inserted into the stack. There were no reports of patient harm.